Manufacturer narrative:
Cx preconnect ms 15cm ps iz: gtin # (B)(4), upn# (B)(4), batch/lot # 789973001, mfg date 09/24/2012, exp date 09/01/2014.

Event description:
It was reported that the patient experienced fluid loss. Leakage was noted in the reservoir. No complication to the patient reported. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid loss. Leakage was noted in the reservoir. No complication to the patient reported. Additional information stated that the patient is fine with new implant.

Manufacturer narrative:
Describe event or problem updated. Implant date updated. Explant date updated. Cx preconnect ms 15cm ps iz:. Gtin # 00878953003443. Upn# 72404231. Batch/lot # 789973001. Mfg date 09/24/2012. Exp date 09/01/2014.